Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller confirmed that problem did not occur during cartridge load process and had not occurred previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed by technical support to remove cartridge from pump and deliver 9-unit bolus knowing that active insulin would be affected, and caller then successfully reloaded original cartridge, completed bolus, resumed insulin therapy, and issue was resolved.